Manufacturer narrative:
Corrected data: h6 code. Code a071209 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the other day the patient felt a strain in their back during intimacy and noticed a burning sensation almost right where the generators been and where the wires were coming out. It was burning a little bit. Patient turned stim off and the sensation went away but the burning sensation from the back was still kind of strained and hurt right there. The issue happened probably a few days ago. Patient was in colombia when it happened and still located in colombia and probably won't be back until mid march. Patient asked if they could get an MRI. Reviewed, walked patient through MRI mode. Patient also asked about battery longevity which was reviewed. Redirected to healthcare provider. Patient also mentioned their current implant was on the right side.